Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's parkinson's symptoms were not controlled and they had terrible tremors. They had a lead revision in hopes of improving therapy but it did not help him.